Manufacturer narrative:
Add'l information was received on july 29, 2015. No previous investigations are available. After a thorough batch review no discrepancies were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 11, 2015.

Event description:
The end use reported that his skin started itching under border and later that evening the rash began to exudate and show skin break down under the border. It was further reported that he had to change wafer four times. He stopped using the wafer and visited his dermatologist the following day, who gave him an ointment. He further stated that he stopped using the waer and since (B)(6) 2015, his skin issue has begin to resolved.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.